Event description:
A depuy mitek sales rep reports that in a general and vague conversation with the surgeon, the surgeon mentioned that he had a post-operative versalok pull-out incident. The pt chose another surgeon and had a re-surgery for remedy. The surgeon did not offer any further details. The 2nd surgeon, dates of surgeries, details of events, outcome of re-surgery and pt status were not available.

Manufacturer narrative:
At this point in time we are trying to discern more detail and clarity towards understanding the issue.